Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level also they stated they rush in hospital because insulin pump was not working. The customer¿s blood glucose level was 552 mg/dl at the time of the incident. Customer stated insulin pump had insulin flow blocked alarm. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.